Event description:
The nurse was a new user with bd nexiva. After insertion, the nurse attempted to remove the needle and forced the grey shield to rotate causing a needle stick injury.

Manufacturer narrative:
A root cause analysis could not be determined as the sample was not returned for the investigation. The device history could not be reviewed because the lot number is unk.